Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report ¿today I was out, and I felt this rumble in my chest near the implant. I cannot tell if it was my heart or my pectoral muscle being stimulated.¿ follow up was conducted at the patient¿s clinic. The nurse said the patient¿s left ventricular (lv) lead was revised because the lead had shifted and was causing phrenic stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.